Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 20mmx2.0mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during the first inflation at 912 kilopascal, the balloon ruptured. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 20mmx2.0mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during the first inflation at 912 kilopascal, the balloon ruptured. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed a longitudinal tear 8mm from the tip and stretches almost the full length of the balloon. The balloon was loosely folded, the tip is damaged and the exit notch is damaged. There is blood present in the shaft along with multiple kinks on the shaft. There is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.